Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a bolus button defect and contamination under the keypad. This report is made based on the results of an investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed (B)(4) 2012 with the following findings: pump returned with audio bolus button cover missing and unresponsive. The pump cannot be tested due to missing cover. The keypad was removed and evidence of mild white residue found under the contact button, on gold of the "contrast","up","down" and "ok" keys. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.